Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the dilator is kinked during use on patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator for analysis. Signs-of-use in the form of biological material was observed inside the dilator tip. Visual analysis revealed that the dilator body had a long, continuous bend about half-way down the extrusion. No other defects or anomalies were observed. The dilator body from the hub to the tip measured 101mm, which is within the specification limits of 95.2mm-108mm per the dilator graphic. The dilator inner diameter at the proximal end measured 1.6002mm, which is within the specification limits of 1.60mm-1.70mm per the dilator extrusion graphic. The dilator outer diameter at the measured 2.83mm, which is within the specification limits of 2.82mm-2.87mm per the dilator extrusion graphic. A lab inventory guide wire with the same diameter as the guide wire packaged within the finished kit was passed through the dilator. Minor resistance was observed due to the bend; however, the guide wire was able to pass completely through the assembly. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator body was confirmed through complaint investigation. Visual analysis revealed that the dilator body contained a long continuous bend. Despite this, the dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the dilator is kinked during use on patient.